Manufacturer narrative:
Other devices involved in this event: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller ((B)(4)) and seven batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the controller's manufacturing records confirmed that the associated controller met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the "no power" alarm failed to sound when both power sources were disconnected. Internal inspection revealed the internal battery with signs of leakage. This is an additional information not related to the reported event and likely due to a faulty internal battery. An internal investigation was opened for ¿no power¿ audible alarm failures. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. (B)(4) was returned; results revealed that the battery passed visual and functional testing. The reported (B)(4) with no power could not be confirmed. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported power switching was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is open for momentary disconnections. Other devices involved in this event: (B)(4), device evaluated by MFR: yes. (B)(4), device evaluated by MFR: yes. (B)(4), device evaluated by MFR: yes. (B)(4), device evaluated by MFR: yes. (B)(4), device evaluated by MFR: yes. (B)(4), device available for evaluation: yes, return date: 2017-06-20, device evaluated by MFR: yes. Mfg date: 2013-02-28. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery/bat211254/UDI #: (B)(4), mfg date: 2016-11-30. Battery/(B)(4)/UDI #: (B)(4), mfg date: 2015-11-27. Battery/(B)(4)/UDI #: (B)(4), mfg date: 2015-11-11. Battery/(B)(4)/UDI #: (B)(4), mfg date: 2015-11-03. Battery/(B)(4)/UDI #: (B)(4), mfg date: 2015-03-13. Battery/(B)(4)/UDI #: (B)(4), mfg date: 2015-11-10. Battery/(B)(4)/UDI #:(B)(4), mfg date: 2015-11-30. Controller 1.0/con182212, mfg date: 2013-02-28. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that one of the battery serial numbers was incorrect. Battery (B)(4) was updated to (B)(4). (B)(4) - battery: device available for eval: yes, 02-jun-2017. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. (B)(4) - battery: device available for eval: yes, 02-jun-2017. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. (B)(4) - battery: device available for eval: yes, 02-jun-2017. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. (B)(4) - battery: device available for eval: yes, 02-jun-2017. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. (B)(4) - battery: device available for eval: yes, 02-jun-2017. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: heartware¿ ventricular assist system - controller (B)(4) - controller / catalog number 1407de / expiration date 02/28/2014 / di #: unk. Device available for evaluation: no. Device evaluated by MFR: no, not returned to manufacturer . Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: bat211253 - battery / catalog number 1650de / expiration date: 11/30/2016. UDI #: unk. (B)(4). Bat205834 - battery / catalog number 1650de / expiration date: 03/31/2016 UDI #: unk. (B)(4). Bat210881 - battery / catalog number 1650de / expiration date: 11/30/2016 UDI #: unk. (B)(4). Bat211204 - battery / catalog number 1650de / expiration date: 11/30/2016 UDI #: unk. (B)(4). Bat211562 - battery / catalog number 1650de / expiration date: 11/30/2016 UDI #: unk. (B)(4). Bat211254 - battery / catalog number 1650de / expiration date: 11/30/2016 UDI #: unk. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patients battery (bat211254) would stop providing power after some minutes in use. The other batteries (bat211562, bat211204, bat210881, bat205834, bat211253 & bat211682) were involved in power switching. All other equipment was working as intended. The batteries were exchanged with no reported consequence or impact to the patient. No further information was provided.